Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that in order to relieve the gushing and leaking and vaginal pain, they had a pelvic floor sphincter surgery. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was on a bus and fell off the seat and went right down on the floor and hit their tailbone/sacrum. The fall happened on (B)(6) 2017 but patient hasn't seen a doctor regarding the interstim since the fall. Patient has also been having more pain down in their vaginal area and having return of symptoms/leakage since right after the fall. They did clarify that the leakage was drops and not very much. Duringthe call, patient had access to adjusting the stimulation but patient mentioned seeing a low battery so they were asked to connect with the implant and when successful, the stimulation showed on at 2.8v so patient increased to 2.9v and was going to see if that helped the leakage. The icon patient saw about low battery was saying the patient programmer batteries were almost empty so patient was advised to put in new batteries. Patient went on to report that the patient programmer bat teries depleted after 2 months of implant. Patient was advised to see their healthcare professional (hcp) regarding the issues they were having. Later that day, patient called back and stated they made an appointment with their hcp for (B)(6) 2018 at 11:30am. More information was received on 2018-jan-10 with patient reporting that their appointment was changed to 1:10pm and wanted to let the manufacturer representative know. Patientstated they were going to see their hcp regarding all the problems with the interstim since having a fall. They further reported that the day prior, they were gushing and could not make it to the bathroom. Patient had completely soiled their pad, underwear and it went all the way down their legs and the floor was wet. Patient wanted to know if they could turn up the stimulation so that they were not peeing all over the place so patient synced with the programmer showing they were on 2.9v on program 2, and they increased it to 3.0v. Patient felt stimulation in the correct area. They again reported that the batteries go out really fast in the patient programmer and that they have to change it once a month. They said that since implant, they changed it twice already, once in december and once last week. Patient was advised to further discuss issue with their hcp. No further complications were reported.